Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump was big cloudy dark spot on the screen. The customer¿s blood glucose was unknown. Customer stated that the slightly affects visibility. Customer also stated that big crack near the battery cap and piece was missing. Customer did not want to troubleshoot. The insulin pump will not be returned for analysis.